Manufacturer narrative:
Exact date unknown, event occurred a few months ago. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7136140.

Event description:
It was reported that the patients leads migrated and the patient was not getting an adequate pain relief. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were not returned as they were discarded by the medical facility.